Event description:
A piccline was placed in 2005, in the cubital fossa. The site was prepped with chlorohexidine and alcohol. The line was secured with tape and tegaderm transparent dressing. The pt was at home when the family member noted that the line was broken. The family member reports no pressure or extra activity to induce breakage. The pt was not very mobile but cooperative.